Event description:
A company representative had spoken to the customer and reported via email, the customer was changing the infusion set and unknowingly pushed something and experienced a low blood glucose event. Customer stated she was filling the cannula and then her spouse pushed it as well. Customer believes they pushed in too much insulin. Customer stated that she was on the low side all day and has been having issues using the bolus wizard. Customer stated her blood glucose was 300 mg/dl after she ate. Customer declined troubleshooting assistance because she wanted her spouse to be present at the time. Customer is not returning the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.